Event description:
The complainant stated that a pt fell out of the bed when the sheets were hung up in the siderail latch. The pt rolled over to the siderail, the siderail moved to the lowered position and the pt fell from the bed, bumping their head no treatment or pt info was released by the account.

Manufacturer narrative:
The service tech found that the bed linen was interfering with operation of the siderail latch. He removed the obstruction and noted that bed is working as designed. Totalcare bed system user manual (l model and older) and totalcare bed system and totalcare duo 2 system (m model and newer) state: ensure that all siderails are fully latched when in the raised position. Failure to do either of these could result in serious injury or death. While raising the siderails, a click will be heard when it latches into the locked position.